Manufacturer narrative:
Corrected: b4/g3- dates should have been 26-apr-2023. Claim#: (B)(4).

Manufacturer narrative:
Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vicmo12.1 implantable collamer lens of diopter -8.5 into the patient's right eye (od) on (B)(6) 2022. The lens was exchanged on (B)(6) 2023 for a longer length lens due to low vault. This resolved the problem. Cause reported as unknown.